Manufacturer narrative:
The insulin pump was received with crack on top right corner near display window. The pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No vibrating or unexpected audio/beep anomaly was noted during battery installation. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call of moisture damage and damage from the insulin pump. The customer's blood glucose reading was 109 mg/dl. The daughter stated that her mother walked into the pool with the pump. The daughter stated that the pump started beeping and vibrating. The daughter mentioned condensation under the screen. The daughter also stated that there is a small crack above the screen right above the up arrow. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.